Event description:
It was reported that a cassette error was reported during testing. During investigation found the detached dso seal. This malfunction makes the event reportable. There was no patient involvement.

Manufacturer narrative:
Device was initially received for the complaint that a cassette error was reported during testing. During investigation found the detached dso seal. This malfunction makes the event reportable. Review of event log/alarm history found that the cassette not attached properly alarm found. There was no 12-month service history reported. The visual and functional testing was performed. Upon further inspection, found the dso seal was detached and replaced. The dso/uso sensor calibration was performed. The device passed all functional and delivery tests performed after repair activities were completed.